Manufacturer narrative:
This report is submitted on 27 oct 2020.

Manufacturer narrative:
This report is submitted on 24 september 2020.

Event description:
Per the clinic, the device was explanted (date not reported) due to limited benefit and non-use.